Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that during refill, the piston does not stop, and all the insulin dropped from the reservoir. Customer stated that this occured three times. No additional information was provided.